Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the evis exera iii xenon light source, the image would disappear often. The issue occurred during preparation for use and the customer requested an on-site visit from an olympus field service engineer (fse), to clean the connector socket. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated on-site by an olympus fse, and the error analysis could not confirm the customer¿s allegation. The device was thoroughly cleaned by the fse, and a functional check was performed. The device is not expected to be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.